Manufacturer narrative:
The device was returned and a physical investigation was then performed, in the device evaluation summary date (B)(4) 2014: based on the location of the fracture (pre-revision surgery) radiograph, combined with the observed scratches on the proximal medial surface of the stem and the adjacent surface of the neck, fracture of the neck was the result of cantilever bending loads via the femoral head with the fracture likely initiating on the proximal tensile surface of the modular neck. The arcuate scratches on the neck and stem medial to the alignment pin suggest that prior to complete separation of the two fragments, the neck was only partially fractured, with gross movement of the medial portion of the neck repeatedly wiping across the top of the stem. This incomplete fracture likely resulted in anterior separation ("booking open") of the proximal fracture surface, with further cantilevering of the neck, and tensile and bending loading of the lateral peg and locking bolt. There is a visible gap between the lateral portion of the neck and the proximal surface of the stem in the post-fracture radiograph. A gap between the proximal surface of the stem and the distal surface of the neck would have exacerbated the tensile stress on the proximal surface of the stem neck due to partial or complete loss of mechanical support of the neck by the proximal surface of the stem. Review of the manufacturing documentation for the ex-planted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was performed in 2006 (original surgery date not provided). The revision surgery was a result of a broken apex hip 50 neutral neck. The original apex hip stem and neck were removed and a lima distal fixation stem was implanted.